Event description:
It was reported by service report that the right side fowler gas cylinder was leaking fluid onto the floor. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Fowler.